Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the non-tortuous, non-calcified, 90% stenosed, de novo, mid right coronary artery (rca), during post-dilatation, after 3 inflations at 18 atmosphere (atm), the 4.5 x 8 mm nc trek balloon met resistance with the guide catheter during removal. It was suspected that the balloon did not rewrap/refold properly. There was no reported issue with balloon deflation. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported folded (unknown damage) to the balloon was confirmed. The reported difficulty removing the device from the guiding catheter or folded (winged) balloon could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the coronary dilatation catheters (cdc), nc trek instruction for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. It is unlikely that the pull against resistance contributed to the reported complaint. The investigation determined the reported difficulties appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, information received states that the balloon became stuck with the guide catheter and force was used during removal of the balloon from the guide catheter.